Event description:
Implanted in 1995 and followed telephonically by another facility. Her implant impedance measured 560 ohms. Facility's initial office visit in 11/98 showed bipolar impedances 448-451 ohms, and unipolar impedances of 524-552 ohms. Sensing was 6 mv. On 5/5/99, her bipolar impedances dropped to 368-397 ohms, and 439-454 ohms unipolar. Sensing declined to 2.5 mv. Since she is totally dependent, staff replaced the lead as it showed signs of impending insulation failure. Approximate age of device 4 years, report sent to MFR.